Event description:
As reported, in 2008, this patient underwent endovascular repair of a penetrating atherosclerotic ulcer using a gore tag thoracic endoprosthesis. Follow-up images revealed that the device had migrated. A reintervention took place on an unknown date. A carotid-carotid bypass was performed, and an additional gore tag thoracic endoprosthesis was implanted. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.